Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Wrong cartridge holder was sent. Therefore, customer concern of cartridge holder not fitting properly was confirm. In conclusion: inpen received with wrong model cartridge holder. Wrong model cartridge holder can affect insulin delivery. The customer concern wrong model cartridge holder was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin cartridge was not fitting inside the insulin cartridge holder. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was not performed, but the customer was informed that the inpen will be replaced. No harm requiring medical intervention was reported. Mmt-105elblna was returned for analysis.